Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported weight loss which resulted in discomfort at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed to reposition the cls implant site and resolve the reported event. The evoke scs system was confirmed to be operating as intended.

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of discomfort at the cls implant site cannot be definitively determined; however, the patient¿s weight loss may have contributed to the reported event. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation site and the patient may require surgery (including revision, explant, and replacement) as a result.¿.